Manufacturer narrative:
The cause of the reported incident could not be determined as there was no product returned. Review of manufacturing process showed that the affected lots of the device undergo 100 percent visual inspection to check for visual defects of parts and subassemblies and 100 percent functional test during the manufacturing process. These tests are designed to detect any issues associated with the integrity of exacta assembly process. Review of the quality records showed that the device goes through sampling visual inspection for damaged components during outgoing inspection. Results showed that the devices met the requirements. Future complaints would be monitored to evaluate trend for investigation. No corrective and preventive action could be established as the cause of the complaint could not be determined. (Affected device was not returned for investigation).

Event description:
Difficulties during the material's introduction. Sample is not available for analysis. First case notified: during some procedures, is not possible pierce the skin, even with dilator's expansion. During the attempting to introduce the material, it bent and presented resistance to continue the procedure.